Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a month ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700 model: sc-2218-70. Serial: (B)(6). Batch: 19211730. UDI: (B)(4).. Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 18437624. UDI: (B)(4).

Event description:
It was reported that the leads had high impedances and the patient was experiencing discomfort. The patient underwent a lead explant procedure.